Event description:
It was reported that noise was observed on a lead. Due to vessel occlusion a new lead cannot be implanted. The ICD was reprogrammed and the patient will be monitored.

Event description:
New information received notes the patient experienced a syncopal event due to further lead noise, which resulted in pacing inhibition. The device was reprogrammed. The patient remained in the hospital for a short period of observation due to continued lightheadedness, suspected to be caused by dehydration. The patient will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.